Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device unpackaging, the 6.0 x 60mm absolute pro stent was partially expanded [flowered] while being removed. The device was not used. There was no patient involvement. No additional information was provided. Return device analysis revealed the distal end of the stent implant was partially exposed.